Manufacturer narrative:
During testing the device alarmed with a s321 malfunction alarm cord. During a review of the device history the s321 alarms were found to be "qep count high." The probable cause of the s321 malfunction alarm code was due to a broken encoder on the motor and a broken adhesive seal due to the under application of the adhesive seal or the adhesive seal being applied over grease. The customers reported s425 malfunction alarm code was not duplicated; however, it was noted in the device history. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The device was returned to the service center with a report from the customer of a malfunction of s425. No additional information was provided. This does not indicate a reportable event. However, during verification testing at the service center, the device alarmed with an s321 (motor error-pmc, left) malfunction alarm code.